Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e2, e3, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the malfunction was due to drawer failure. The issue got resolved after rebooting the system. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system, the half-height cubie drawer failed and prevented the user from accessing medications (fentanyl drips, zofran, albuterol and morphine). The customer mentioned that there was a one hour delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis medstation system, the half-height cubie drawer was failed and prevented the user from accessing medications. The customer mentioned that there was a one-hour delay in patient care to retrieve the critical medication. The delayed medications were fentanyl drips, zofran, albuterol and morphine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to pull medications due to drawer failure. A technical support specialist confirmed that issue was resolved after rebooted the station. The system functioned as intended.